Manufacturer narrative:
The cot was dropped off the back of the ambulance during empty unloading. The weight of the incubator, accessories and sled caused damage. Cross bar damage was caused by not lifting far enough for pins to clear latch bars before operating release handle.

Event description:
It was reported by service report that the foot end skin is broken. No pt involvement or adverse consequences are reported.